Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported at implant when the leads were connected to the device the measurements showed that the device was at elective replacement indicator. The device was not implanted. No patient complications have been reported as a result of this event.